Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s was admitted to the hospital with severe headaches. The patient had an MRI performed for suspected meningitis. No further complications were reported or anticipated.